Event description:
The biomedical engineer (bme) reported that the central nurse's stations (cnss) were showing comm loss for all gz telemetry transmitters. This was the 2nd occurrence of this issue at this site. The initial occurrence was reported on (B)(4). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's stations (cnss) were showing comm loss for all gz telemetry transmitters. This was the 2nd occurrence of this issue at this site. The initial occurrence was reported on (B)(4). No patient harm was reported. Investigation summary: assistance for troubleshooting the remaining four gz devices was requested. The issue was intermittent. The issue continued to may 2022. On (B)(6) 2022 when the conditions were right, the nka network engineer identified takeovers at the host table. The customer was instructed to reboot the bedside device in question that was responsible for the takeover. Removing the bedside takeover did not resolve the intermittent communication loss. The intermittent communication loss was isolated to one department and occurred at regular intervals: twice each day 8-10am and 1-3pm and lasted approximately 5 minutes. The next step was to restart the unified gateway gz wireless service. This did not resolve the communication loss. Further information was not made available. The service history for this facility was reviewed to look for resolution. There were no other reports for system wide gz communication loss reported after june 2022, the last date on the current ticket. Although the root cause could not be determined, there is no indication of a specific device malfunction. The regularity nature of the incidents indicates networking or environmental factors. Since the customer has not reported further events, it is presumed that the issue was resolved and without any reported device failure. There is no recurrence history for this device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 - b7 d1 brand name d4 model number catalog number serial number UDI number d10 g4 PMA / 510k number h4 device manufacture date attempt #1 11/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/30/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/03/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the patient and device information as requested. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitters gz series model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The telemetry transmitter(s) gz series model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's stations (cnss) were showing communication loss for the all the gz telemetry transmitters. This is the 2nd occurrence at this site. Initial occurrence was reported on (B)(4). No patient harm was reported.